Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was medical or surgical intervention needed to address the issue? What is the patient's current condition? What is the lot number of the product involved?

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and suture was used. Post-op the patient complained of spitting suture prior to the two week post-op visit. It is unknown how the procedure was completed. Additional information was requested.